Manufacturer narrative:
This report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under (B)(6), communicated on (B)(6) 2025. As a result, the data previously reported through MDR is no longer valid as it will be migrated and submitted under MDR 1020279-2025-01028 by the end of the third reporting quarter, as agreed with the FDA.

Event description:
It was reported that, in the 2021 danish hip arthroplasty registry (dhar) annual report from denmark, a total of three hundred eighteen (318) hips underwent primary tha procedures between 2006 and 2021, using a reflection xlpe all-poly cup. From these, four (4) hips were later revised due to reasons not specified by the registry. No further information is available. Timeframe of registry data: implantations conducted between 2006 and 2021 in denmark.

Manufacturer narrative:
Reporting quarter: 2 (april 1 - june 30, 2025). Url: https://danskhoftealloplastikregister.dk/en/publications/annual-reports. Summary of adverse events: it was reported that, in the 2021 danish hip arthroplasty registry (dhar) annual report from denmark, a total of three hundred eighteen (318) hips underwent primary tha procedures between 2006 and 2021, using a reflection xlpe all-poly cup. From these, four (4) hips were later revised due to reasons not specified by the registry. No further information is available. Timeframe of registry data: implantations conducted between 2006 and 2021 in denmark. Analysis conducted: based on the most recent safety and performance evaluation, the reflection xlpe all-poly cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of three hundred eighteen (318) tha primary procedures with reflection xlpe all-poly cups have been performed in denmark between 2006 and 2021. The kaplan-meier survivorship for reflection all-poly presented in the annual report does not distinguish between reflection all-poly uhmwpe and reflection all-poly xlpe cups, and therefore this data may include both. Data was available for 2 of the 3 similar devices to reflection all-poly (exeter rimfit x3, zca). At all time points shown below, from 5 to 15 years, the kaplan-meier survivorship of the reflection all-poly is in line with both similar devices, as defined by higher mean or overlapping confidence intervals. 1. Reflection all-poly: 318 primary implantations with 4 revisions. ¿ at 5 follow up years: 99% (97.8-100%). ¿ at 10 follow up years: 98.6% (97.2-100%). ¿ at 15 follow up years: 98.6% (97.2-100%). 2. Exeter rimfit x3: 1,614 primary implantations with 17 revisions. ¿ at 5 follow up years: 98.8% (98.3-99.4%). ¿ at 10 follow up years: 98.8% (98.3-99.4%). ¿ at 15 follow up years: 98.8% (98.3-99.4%). 3. Zca: 1,488 primary implantations with 18 revisions. ¿ at 5 follow up years: 98.7% (98.1-99.3%). ¿ at 10 follow up years: 98.6% (97.9-99.3%). ¿ at 15 follow up years: 98.0% (96.8-99.3%). Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.